Event description:
Caller indicating the relion prime meter was reading high. Customer stated he woke up to test his blood sugar in the morning and received a reading of 187. He took 20 units of insulin. He normally takes a daily dose of 10 units but based on his reading he increased his dose by 10 units. Customer also stated he takes metformin daily. He stated his reading was higher than his a1c and is contour meter. The customer called his doctor to consult about his reading. At that time the doctor insisted to throw his prime meter away. After he consulted with his doctor he felt he didn't want to throw the meter away he wanted his money back for something he paid for. He then called our customer service to request a refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.